Event description:
It was reported to boston scientific corporation that an advanix biliary stent was attempted to be implanted to treat choledocholithiasis during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During procedure, the patient underwent a successful endoscopic retrograde cholangiopancreatography (ercp) with complete stone extraction and satisfactory ductal clearance. At the conclusion of the procedure, an attempt was made to place the advanix biliary stent; however, significant resistance was encountered when the stent reached the elevator of the scope, which caused the stent to get stuck and could neither be deployed nor withdrawn. The physician attempted several troubleshooting steps, including advancing and retracting the device and removing the guidewire from the scope. Despite these efforts, the stent remained stuck. The physician then removed the entire scope from the patient with the stent still trapped inside. An alternate ercp scope was introduced, and a new plastic stent was successfully deployed. The patient experienced no complications and fully recovered. Note: a photo of the complaint device was provided, and it showed that the stent was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.